Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited far field oversensing on the right atrial (ra) lead. Technical services (ts) was consulted and provided reprograming options. This device remains in service. No adverse patient effects were reported.